Manufacturer narrative:
Pump received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Event description:
The customer reported via phone call that the reservoir compartment is broken and the reservoir falls out of the pump. Customer does not recall any significant events leading to the error, but that it has been dropped multiple times. Customer's blood glucose was 150 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.